Event description:
Edwards received information that during placement of a peripheral retrograde cardioplegia device, an elderly patient sustained a coronary sinus perforation at the middle cardiac vein (mvc). The physician used transesophageal echocardiography (tee) and fluoroscopy for visualization during insertion of the device into the patient while preparing for a right thoracotomy aortic valve replacement (avr) procedure. The device was used per edwards instruction for use. Status of the patient was not reported and remained unknown. Venogram imaging was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Manufacturing records were unable to be reviewed as no lot number was available. There was no allegation of product malfunction reported. The assessment of the venogram did confirm the coronary sinus perforation. Based on review of the image and the ¿curve¿ of the catheter shaft seen on imaging, it appeared the venogram image also confirmed catheter was placed into the mvc at the time of the injury. The reported clinical observation was confirmed by review of provided venogram image. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the catheter. In this case, the patient was 90 and was at risk for fragile tissue. Based on the information received, the most probable root cause was operational context and fragile tissue. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. Edwards will continue to review and monitor all events and if action is required, appropriate investigation will be performed.